Event description:
"Poly didn't lock into baseplate" [customer].

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture. The report is delayed due to original classification of the case as non-reportable. Due to the recent FDA inspection we reevaluated the complaint in comparison to similar complaints with different outcomes and therefore determined that it is reportable. We have addressed this observation in CAPA-23-08.